Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The hot cold test produced a misty image due to moisture entering the objective lens. In addition to the contamination found in the air/water channels, other evaluation findings are as follows: the light cover glasses and optical cover glass were cracked; the light cover glasses adhesive, the optical cover glass adhesive, and the distal end adhesive were worn; the control body aspiration housing and air/water housing had worn colored rings; the switch was also worn; the suction connector had water leakage; the image had uneven illumination; the air/water channel was leaking; the angulation orientation was incorrect; the up, down, and left angles were not to specification; the up/down angle play had play evident; and the electrical safety test was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
It was reported that the evis lucera elite gastrointestinal videoscope produced a grainy image. This occurred during maintenance. There was no report of patient harm. The device was returned, evaluated, and remnants of a white crystallized contamination believed to be a simethicone-type product was found in the air/water channels. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient/incorrect cleaning. The foreign material lodged in air/water channel was white crystallized material like simethicone. The event can be detected/prevented by following the instructions for use which state: ¿operation manual_ inspection of the endoscopic system_ inspection of the objective lens cleaning function. Warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.